Event description:
A customer reported an issue with their tandem mobi insulin pump during the fill tubing step of the load sequence, as they did not see drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.